Event description:
The facility representative contacted baxter to report an infusor that had a leak in the overpouch. The connection port came away from the line. The device was filled with a 240ml solution of flucloxacillin and 0.9% sodium chloride. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: a visual examination was performed on the actual device. The reported condition was confirmed with device's tubing being broken at its junction with the luer. The assignable cause could not be determined at this time. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.